Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedances. The values started to increase in (B)(6) 2018 and then became out of range at greater than 3000 ohms. The rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.